Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the patient that they underwent sling procedure on (B)(6) 2009. Following the procedure, the patient experienced erosion, pelvic pain, back pain, nerve entrapment, pins and needles, painful intercourse, bladder problems, urgency. The patient reported mesh degeneration, sharp and growing into me. No additional information was provided.